Event description:
The customer went to the emergency room (ER) due to a low blood glucose (bg) level and temporary vision loss. Prior to going to the emergency room, the customer attempted to treat the bg by consuming carbohydrates. While at the hospital, the customer was treated with intravenous saline and insulin. No pump issues were identified. No further information was provided.